Manufacturer narrative:
The presence of the d, e, and c antigens was confirmed on retention capture-r ready-ID, lot id084. The customer did not return product or sample for investigation. It is not possible to rule out the sample as a cause of the event. The direction circular for capture-r ready-ID states: "weak examples of other clinically relevant antibodies, such as passively administered anti-d, may fail to react by capture-r ready-screen, even though the antibodies are detected by an alternative technique."

Event description:
Customer reported unexpected negative reactions with capture-r ready-ID when testing a patient sample containing anti-c and anti-e and another sample containing anti-d due to rhig administration. Testing was performed by manual methods. Antibody screening performed by the tube method resulted in positive reactions for both samples. Antibody screen performed on the galileo resulted in positive reactions for both samples. No adverse reactions occurred as a result of the unexpected negative reactions.